Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 520 mg/dl but had not tested for ketones. Patient received no unusual treatment. During troubleshooting, customer support (cs) found that the pump was not delivering basal rate as programmed: basal history does not match active basal program. This complaint is being reported as discrepancy was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no defect was found. Unable to duplicate the complaint. The black box shows on (B)(6) 2015 16:03 a loss of prime event; deliveries never resumed. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.